Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/19/2017, that on (B)(6) 2017, the patient experienced no audio alert and an adverse event. Date of issue is an approximation. The patient's mother stated that the patient's brother saw the patient walking through the hall way. When the patient's brother went to the hall way, he found the patient on the floor having a seizure. Prior to the seizure, it was indicated that the patient did not hear an alert or alarm. It was indicated that the patient fell and hit their head. The patient's sibling alerted their mother and father who called the emergency medical technician (emt). The emts transported the patient to the hospital. While in the hospital, the patient's mother stated that the patient was acting weird and had a horrible headache. After the patient recovered, they were released from the hospital the same day. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.